Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing could not reproduce the reported device failed to complete its internal self-test. However, review of the device data logs confirmed the reported device failed to complete its internal self-test and internal battery degraded warning alarm. The non-return valve (nrv) and battery were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported device failed to complete its internal self-test was due to nrv memory effect while internal battery degraded warning alarm was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).